Event description:
A registered nurse (rn) contacted fresenius technical support to report an issue with the liberty cycler. The nurse called because the patient told her that he had an issue with the cycler and they were afraid to continue using it. Tech support (ts) called the patient and spoke with his wife. She said that they had called ts about a valve leak; they had the same issue two nights later and had to do a new setup. Contact said that the heater bag went empty on that treatment right after the first cycle and the patient said he was feeling very full. They did a drain and he had quite a bit of fluid to come out; the contact asked if cycler can be replaced due to afraid of using the cycler. Also, the contact had a question regarding hb going empty. The m30 balloon valve leak warning occurred during step 5 of setup, pressed ok, and m30 reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Encountered dim screen display. T1 of inverter board transformer was determined to fail. Shorts on t1 transformer were found. A known good inverter board was installed and the failure was verified. Removed functioning inverter board from the front panel screen display assembly at the completion of the investigation. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between the pump assembly and display assembly during inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during inspection. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.